Event description:
It was reported that the 9900 system locked up, the circuit tripped and there was no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The circuit was reset and the lemo pin connector was repaired during the svc call. The system was tested and found to be working as intended, and put back into svc.